Event description:
While inserting a bard groshong PICC line, staff obtained cannulation, pulled the needle out of the sheath, and sheath split on the bottom. Staff was unable to advance the catheter and needed to recannulate the pt. The sheath split occurred outside of the pt's body. There was no injury to the pt from the line sheath split. No infection during pt's stay or present when pt was discharged. All equipment parts were accounted for at the time of the event. The PICC line and sheath were not saved for inspection and are unavailable now. A sample from the same lot is being sent to the MFR for inspection.